Event description:
It was reported that at a follow-up appointment, this device was found to be operating in safety mode. Additionally, the patient experienced phrenic nerve stimulation due to the inherent change in pacing rate. Boston scientific technical services was contacted and recommended emergent replacement to resolve the event. Information has been requested regarding the specific device details, but a response has not yet been received. At this time, the device remains implanted and in-service. No adverse patient effects were reported.